Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 35-65 (mg/dl). Customer consumed juice and lunch to stabilize bg levels. Reportedly, customer has been in contact with health care provider (hcp) regarding pump settings. During troubleshooting with tandem technical support, pump settings were adjusting according to hcp specifications.